Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that an implantable collamer lens of unknown model and size was implanted into the patient's eye. An order was placed for a new lens due to a planned icl exchange. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.